Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was still feeling the capsule and experienced sharp pains for the first week and had pain also when eating. The patient described that the pain in his back was no longer a sharp pain, but was still experiencing discomfort. A chest x-ray and kidneys, ureters, and gall bladder (kub) radiography were ordered to confirm self-deployment and reassurance offered and both films were negative. No repeat procedure was performed.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.